Event description:
It was reported that exit block was observed. The right ventricular lead exhibited oversensing. After the patient's pulse generator was reprogrammed, exit block was no longer detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.